Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that about 30 minutes into the case the co2 trace had gone flat. Manual ventilation was working. Switching back to volume control no ventilation was possible. Gas flow was 5 litres. No obvious leaks in the circuit were found. Within 10 minutes it was possible to restart the ventilator in volume mode and there were no further issues. No patient injury reported. In line with this complaint it was reported from the hospital that in total 8 similar cases occurred since november 2013. On enquiry no further information was provided.

Manufacturer narrative:
After the follow-up 1 report was sent the requested log file was received for investigation. The log file was analyzed for the reported date of event. As no "v037 ex valve leak" entry was found the reported event could not have been caused by a peep/pmax valve leak as assumed and described in the follow-up 1 report. Unfortunately it was not possible based on the log analysis and due to the lack of additional information which was requested to determine a root cause for the reported symptom.

Event description:
Please refer to the initial-report and the follow up-report 1.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation was performed based on the initially received information as the requested log file and further information was not provided. The fact that manual ventilation but not automatic ventilation was possible indicates a problem with the peep/pmax valve. In case of a leak at the peep/pmax valve during automatic ventilation the fresh gas will not remain in the patient circuit but flow directly through the leak and the apl bypass valve to the ags. As the peep/pmax valve is open during manual ventilation a leak at this valve would not have an influence when performing manual ventilation. In case of a leak of 15ml at the expiratory flow sensor during inspiration due to a leak at the peep/pmax valve the system will post "exp port leakage". Due to the lack of information a detailed analysis could not be performed and an exact root cause could not be given. It is recommended that the customer checks the peep/pmax valve and the electronic peep control unit. Note: the customer address stated in the initial report was wrong unfortunately. Now the correct one is inserted.